Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced adhesive issue in which the adhesive stuck to the needle cover and was able to remove needle guard but had to adjust adhesive around which likely led to bent cannula event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction bolus via pump. The site of insertion was abdomen. The infusion set was in use for less than one day. The patient replaced infusion set and resumed insulin deliveries successfully.